Event description:
It was reported that the patient had lung surgery at another facility and came into the office for follow-up where it was discovered that the ventricular lead switched from bipolar to unipolar sense and pace. The lead was reprogrammed back to bipolar pace sense. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.